Manufacturer narrative:
(B)(4). The customer reported an ECG error without providing specific information on the circumstances or nature of the problem. We are attempting to clarify the issue. There was no report of patient involvement or negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an ECG error without providing specific information on the circumstances or nature of the problem.